Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Health effect - clinical code - e014302 decreased level of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred the same day the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was ¿not responding¿ to her boyfriend and staring straight ahead. No cgm or bg meter values were noted at this time. The patient¿s boyfriend called emergency medical services (ems). Ems arrived, and the patient¿s bg meter reading was 47 mg/dl while the cgm was reading 370 mg/dl. Ems treated the patient with unspecified IV fluids and glucose. The patient declined ems¿ offer to take her to the emergency room. The patient wanted to ¿sleep it off¿. The patient was still not feeling well at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.